Event description:
Customer reported a capsule that may have failed to attach, when the physician removed the device, the capsule was found floating in pharynx and was recovered. The pt also has possible esophagitis and was not harmed due to the procedure.